Event description:
It was reported by service report that the head of the bed is all the way up. The head end lift could not reach minimum height. The customer does not know if there was pt involvement, or adverse consequences occurred.